Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal to peroneal to superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 10-12 atmospheres for 15 seconds, the balloon burst. Another 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced; however, during initial inflation at 10-12 atmospheres for 15 seconds, the balloon also burst. The device was removed in one piece, and nothing left inside the patients' body. A new balloon was used and completed the procedure well. The patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal to peroneal to superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 10-12 atmospheres for 15 seconds, the balloon burst. Another 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced; however, during initial inflation at 10-12 atmospheres for 15 seconds, the balloon also burst. The device was removed in one piece, and nothing left inside the patients' body. A new balloon was used and completed the procedure well. The patient condition was good post-procedure.